Event description:
It was reported that the customer was taken to the hospital. The customer was unresponsive when admitted. Assisted the nurse with suspending the insulin pump delivery. The nurse had no further information at the time of the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See scanned page.